Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing noise. An electrode fracture as suspected and the patient was brought in for troubleshooting. The device was programmed to the primary sense vector at the time of the episode. Technical services discussed the noise was consistent with changes in the impedance pathway of the sensing vector, which could be caused by incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header. X-rays were recommended, and additional troubleshooting steps were provided, to rule out an issue at the sense b node. The primary and alternate vectors share the same sense b ring. For this reason, changing the vector to secondary could resolve the issue if appropriate sensing is observed and no noise is provoked. No adverse patient effects were reported. The device and electrode remain implanted and in service. Troubleshooting was performed, and the artifact was reproduced in the primary and alternate vectors. Impedance measurements were normal in all vectors. No noise was produced in secondary, but smaller r-wave amplitudes were observed and this would likely result in smart pass becoming disabled. X-rays showed good insertion of the terminal pin into the device header; however, an acute lead curvature was observed at the exit of the device header. No clear evidence of an electrode anomaly. Technical services discussed monitoring considerations, or the physician could replace both the device and electrode. Additional information was received about two years later that the s-ICD system still exhibited noise and oversensing. Then the device was subsequently explanted for premature battery depletion and the electrode was also explanted and replaced during the device change out procedure. No additional adverse patient effects were reported. The explanted electrode was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Setscrew marks were observed in the correct location on the terminal pin, indicating the electrode was fully inserted into the device header. X-ray analysis confirmed the conductors were intact. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the noise and oversensing observed clinically.

Event description:
As reported, the patient was implanted with flat mesh (device #1) to repair an abdominal hernia on (B)(6) 2020. As reported, a few hours after the surgery the patient developed a massive abdominal hernia and hematoma which required a second surgery and was admitted in ICU for 3 days. It was reported that numerous diagnostic tests were performed since then. As reported, about 3 months later, the patient was implanted with flat mesh (device #2) on (B)(6) 2020 to repair a secondary "hole" in the abdomen "caused by the first round of mesh." As reported, the patient developed another "massive" abdominal hematoma, which required additional surgery in 3 months. As reported, the patient had developed an auto-immune issue and is disabled. Contact reports that the hematomas and the current autoimmune issues are believed to be stemming from the mesh. As reported the doctors are planning to have the mesh removed. Addendum per medical records: (B)(6) 2020 - patient was diagnosed with incisional hernia and underwent primary robotic extended totally extraperitoneal (etep) incisional hernia repair with implant of bard flat mesh (device #1). Later, patient had post op complication of hematoma requiring blood and platelet transfusion. (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of bard flat mesh (device #2) and discharged on (B)(6) 2020. The following day patient was hospitalized due to dehiscence of the anterior rectus fascia from previous incisional hernia repair. (B)(6) 2020 - during post op visit patient was diagnosed with rectus sheath hematoma, pain, increased abdominal distention and bleeding from her midline abdominal incision. About 2 days later, wound vac was removed from the overlying staples. (B)(6)2020 - patient had increasing pain in the midline following a visit for recurrent hematoma evacuation and ¿feels the mesh under the skin¿. (B)(6) 2023 - patient had abdominal pain, warmth with fever, rash and swelling in the hands for manifestation of autoimmune reaction. Patient had been scheduled for mesh removal procedure on (B)(6) 2023. Addendum per additional information provided: (B)(6) 2023 - patient was diagnosed with seroma capsule formed between the mesh in the retrorectus thereby underwent mesh removal surgery (device #2). Per operative notes, ¿thick fibrous capsule was encountered with clear serous fluid surrounding the mesh. The mesh appeared to be poorly incorporated with retrorectus above it, however well adherent to the posterior rectus sheath beneath it. The caudal edge of the mesh was grasped, elevated and approximately 99.8% of the mesh removed (device #2). The incision was extended, and the mesh (device #1) was encountered, and inspection of this mesh was significantly different demonstrating good corporation between all layers.¿ (note: as reported, it was planned to remove bard flat mesh (device #1) on (B)(6) 2023). Addendum per additional information provided: the mesh (device #1) was explanted on (B)(6) 2023. It was reported that patient continues to have medical issues and has ¿to begin treatment for what appears to be a form of lymphoma or blood cancer.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing noise. An electrode fracture as suspected and the patient was brought in for troubleshooting. The device was programmed to the primary sense vector at the time of the episode. Technical services discussed the noise was consistent with changes in the impedance pathway of the sensing vector, which could be caused by incomplete lead insertion, impairment of the lead, or other contact disturbances in the device header. X-rays were recommended, and additional troubleshooting steps were provided, to rule out an issue at the sense b node. The primary and alternate vectors share the same sense b ring. For this reason, changing the vector to secondary could resolve the issue if appropriate sensing is observed and no noise is provoked. No adverse patient effects were reported. The device and electrode remain implanted and in service.troubleshooting was performed, and the artifact was reproduced in the primary and alternate vectors. Impedance measurements were normal in all vectors. No noise was produced in secondary, but smaller r-wave amplitudes were observed and this would likely result in smart pass becoming disabled. X-rays showed good insertion of the terminal pin into the device header; however, an acute lead curvature was observed at the exit of the device header. No clear evidence of an electrode anomaly. Technical services discussed monitoring considerations, or the physician could replace both the device and electrode.